Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented via merlin.net transmission with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. The programming change was made. The patient was stable.